Event description:
Customer reported that during preventive maintenance (pm) service, the device failed the aecm (active exhalation control module) diagnostic test. Specifically, the active exhalation verification s+ p+ pilot reading was measured at 30.07 cm h2o, which is out of specification. The device was not returned to clinical use following the failed diagnostic. The device was undergoing pm service and was not in use on a patient at the time of the event. There was no reported harm to any patient or user. The biomed customer requested on-site service intervention to address the failed diagnostic and restore the device to specification. Device evaluation confirmed the aecm test failure, with the pilot reading measuring above the acceptable limit. The issue may be associated with (machine flow sensor replacement) or a 3-way solenoid valve malfunction. No component replacements have been completed at this stage; service is pending.